Event description:
It was reported that during insertion of an intraocular lens (iol) the cartridge broke/cracked. The cartridge tip contacted the patient's operative eye. No further information is available.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with the complaint lens stuck inside of the cartridge and with the plunger rod overriding the lens. The cartridge tip could be observed to be bent. The plunger rod could be observed to be damaging and puncturing the side of the cartridge. The handpiece was disassembled and the assembly was inspected, no assembly issues that could cause or contribute to the observed issues could be identified. After the handpiece was disassembled the plunger rod could be observed to be bent, in a way consistent with a handpiece that had excessive force applied to the lens. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.